Event description:
It was reported that the motor drive unit had no power on (B)(6) 2011. There was no patient involvemet.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) damage to drive connector. Conclusion (B)(4): the actual device in this event was returned for evaluation. The reported symptom was duplicated. The cause was due to a defective power supply and damaged coupler.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.